Event description:
Additional information received reported the patient did not have any symptoms. The patient was reported to be doing well.

Manufacturer narrative:
Analysis found that the difficulty with the catheter sc connector led to explant.

Event description:
It was reported that during catheter implant on (B)(6) 2014 the catheter became disconnected from the pump at the pump connector. When the physician connected the pump connector to the pump, the metal insert stayed connected to the pump and the white soft portion separated from it. The physician removed a small portion of the proximal catheter and replaced it with a new piece. It was noted that the issue was resolved. There were no patient symptoms. The device system delivered hydromorphone. Additional information has been requested but was not available at the time of this report.

Manufacturer narrative:
Concomitant products: product ID 8731sc, serial# (B)(4), implanted: (B)(6) 2014, product type catheter; product ID 8835, serial# (B)(4), product type programmer, patient. (B)(4).